Event description:
Abnormal wear of a lcs complete tibial mobile tray. During follow up after implantation: everything was ok. The pt suffered pain in (B)(6) 2010. Then the x-ray showed the collapse of the tibial tray (posterior). The surgeon did a revision (removal of the tibial tray and pe insert). The femoral component was left in place. There was a big synovitis and hydrarthrosis. There was no infection.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.